Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now without receiving a prior low battery warning; this occurred three times within the past twenty-four hours. The patient's blood glucose at the time of incident was 15.0 mmol/l. Troubleshooting was initiated for the battery anomaly. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, sleep current measurement test and active current measurement test within specifications. Low battery alarm, and power loss alarm confirmed in the formatted history file due to connector resistance issue electrical board and the power management graph was abnormal. Pump error 25 noted in formatted history file due to connector resistance issue. After disconnecting and reconnecting the connector at electrical board, the device was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The device was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.